Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported that the patient was in the hospital. Details surrounding hospitalization are unknown. Additional information was solicited.

Manufacturer narrative:
Correction: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found that the rear panel was pushed in and the front right top cover piece was broken off. A simulated therapy was initiated and completed on the cycler without complication. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: serial number. Additional information: based on the limited, it is not possible to determine the cause of the patient¿s hospitalization. However, there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the patient¿s hospitalization